Event description:
It was reported that the customer's battery cap was broken and taped on. The customer stated that the motor was also becoming loose and was not sure if it was delivering correct amounts of insulin at small doses. The customer stated that he ran into a wall and sheared off the side of the insulin pump. The customer's blood glucose was 98 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.